Event description:
It was reported that the titanium connector became disconnected. The event occurred during dwell one of four on the home choice (hc). The technical service representative (tsr) had the home patient (hp) close the clamps and cycled power. The tsr assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the titanium adaptor was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.